Event description:
Customer was admitted to hosp for low blood glucose. Pt was found unconscious at home by family member; family member called 911 and treated her with glucagon. Pt was taken to emergency room and admitted, at which point customer bolused with pump and her heart stopped. Pump was confiscated from pt and she admitted verbally that both over boluses were deliberate actions in an attempt to commit suicide.